Event description:
It was reported that the tulip head of a screw broke off intra operatively after the screw had been placed into the patient. The screw size was 4.5mm x 24mm.

Manufacturer narrative:
(B)(4). Visual inspection; functional inspection; device history review; complaint history review; risk assessment; the product was confirmed visually to have a separated tulip head from repositioning. Manufacturing files were reviewed and no anomalies were found. The probable root cause of the tulip disengagement is not determined.

Event description:
It was reported that the tulip head of a screw broke off intra operatively after the screw had been placed into the patient. The screw size was 4.5mm x 24mm.